Event description:
It was reported that during an implant procedure of the attain success study, the patient had significant fibrous tissue in the subclavian vessel and superior vena cava (svc) due to prior leads. Two guide catheters were attempted but would not advance. Venography showed that the guide catheters had gone into a false channel and caused a probable dissection of the svc and possibly into the pleural space. The second guide catheter was pulled back and successfully made it through the svc. The patient was typed and crossed for four units of blood in case there was a need transfuse and an arterial line was placed. A chest x-ray showed no evidence of pneumothorax or cardiac perforation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. These model numbers are not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.